Event description:
It was reported that the camera head had poor quality image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage due to connector damage, main body water ingress and electrical contact corrosion. Based on the investigation findings a definitive root cause could not be identified. Additionally, water leakage was caused by connector damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.